Manufacturer narrative:
H6: code 4112 added h10/11 narrative/corrected data - images were returned for evaluation. Imaging evaluation stated: ¿ one time-point available for evaluation: post-implantation cta dated (B)(6) 2020. ¿ images appear to show lack of apposition of the contralateral limb in the rci. ¿ contrast can be visualized outside the device in the rci, however, cannot visualize contrast pooling in the abdominal aortic aneurysm on the arterial contrast or 3 minute delayed contrast series cta images. ¿ maximum diameter of the aaa appears to be 63.7mm x 64.7mm. ¿ maximum diameter of the rci aneurysm appears to be 42.6mm. Cannot confirm aneurysm sac growth with one time-point.

Event description:
On (B)(6) 2003, the patient was treated for an abdominal aortic aneurysm. An unknown gore® excluder® aaa endoprosthesis was implanted. On (B)(6) 2020, imaging studies revealed a possible type ib endoleak on the right common iliac artery, distal to the contralateral limb. The aneurysm grew by an unknown amount. The physician plans to do a reintervention. The cause of the endoleak is suspected to be disease progression. Additional information was received from the fsa. Reintervention occurred on (B)(6) 2020. Additional stent grafts were implanted, and the endoleak was resolved. The patient tolerated the procedure.